Event description:
A customer reported experiencing a past high blood glucose event, with the specific level being unknown but displayed as "high." There was no adverse impact to the customer's blood glucose level as they were not incapacitated. The customer resolved the issue by changing the infusion set and cartridge. Technical support recommended that the customer consult with a healthcare provider to discuss potential factors affecting their blood glucose levels, and the customer understood and acknowledged this advice.